Manufacturer narrative:
A supplemental report will be filed upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported finding a fluid leak during his treatment. After he received a cycler alarm he discovered fluid on his cycler cart and his floor. The patient was advised to contact his pd nurse, the set was retained for evaluation. During follow up the patient's pd nurse reported the patient did not have any signs of infection and his effluent has remained clear. He was prescribed 1 gram of vancomycin antibiotics.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. A companion sample from an alternate lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.